Event description:
It was reported that the 4.0cm artificial urinary sphincter (aus) cuff was explanted due to urethral atrophy which led to recurring incontinence. A new 4.0cm cuff was implanted.

Event description:
It was reported that the 4.0cm artificial urinary sphincter (aus) cuff was explanted due to urethral atrophy which led to recurring incontinence. A new 4.0cm cuff was implanted. Additional information received indicated the implant date was december 2014. The onset of the patient's symptoms was one year ago. The patient outcome was stable following the removal and replacement surgery. Corrected data indicated a new artificial urinary sphincter 3.5 cm cuff was implanted.

Event description:
It was reported that the 4.0cm artificial urinary sphincter (aus) cuff was explanted due to urethral atrophy which led to recurring incontinence. A new 4.0cm cuff was implanted. Additional information received indicated the implant date was (B)(6) 2014. The onset of the patient's symptoms was one year ago. The patient outcome was stable following the removal and replacement surgery. Corrected data indicated a new artificial urinary sphincter 3.5 cm cuff was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.